Event description:
It was reported that the patient was experiencing inadequate stimulation. There was no device malfunction suspected. The patient underwent an explant procedure, and explanted device was discarded. Additional information was received that all of the patients device components were explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; batch/ serial: (B)(6).

Manufacturer narrative:
Block b3: exact date unknown, event occurred four months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. There was no device malfunction suspected. The patient underwent an explant procedure, and explanted device was discarded.